Event description:
Following uneventful access and insertion of arterial sheath and clamping, the enroute .014 wire was advanced in attempt to cross the lesion which created a dissection. Manipulation of the sheath and wire were attempted in attempt to regain the true lumen but were unsuccessful. Re-manipulation of sheath and introduction of .014 command es wire was attempted and wire advanced but following confirmatory angiogram was found to be extra-luminal. Wire was retracted, sheath was manipulated and re-tracted, wire was re-advanced and found the true lumen and crossed the lesion and placed in the distal ica. With the wire being extra-luminal, a 6mm x 2.5cm viabahn was placed in the proximal ica with an 8mm x 30mm enroute stent extending into the cca. Sheath insertion site angiographically still looked irregular, so the cca was exposed and an approximate 2-3cm dissection was identified. Multiple 6-0 and 7-0 sutures were used to tack the dissection. Cca was proximally re-accessed and cca angiogram performed in multiple views confirming successful cca dissection repair. Patient went for post-procedure CT to evaluate in an axial plane which was negative for residual dissection. Patient was recovered in the ICU and awoke with no neurological deficit with a normal neurological exam.